Event description:
Additional information was received confirming that the rv lead was explanted. The lead was tested with the device prior to the extraction and then with a pacing system analyzer (psa) after it was extracted, which produced high pacing impedance measurements. All measurements were within range after the rv lead was replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating that all other measurements were within range. No revision was done as the x-ray result was still pending. The lead is suspected to be the cause of the out of range measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
X-ray results are still pending. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead was returned severed in two segments at 12.5 centimeters from is-1 pin. The lead was electrically continuous and therapy was available. Analysis revealed calcified body fluid (calcification) noted over the lead¿s tip. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.